Event description:
It was reported that during normal follow-up, an alert for high out of range hv lead impedance was observed. The measurement was noted as having occurred during an arrhythmia when the patient received shocks. The therapy stopped the arrhythmia and the hvli measurements stabilized in a normal range. Normal follow-ups will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.